Manufacturer narrative:
One opened package containing a used positioner and radiopaque band were returned noting the ureteral stent nor wire guide were included. In measuring the very distal portion of the tip, the outside diameter of the tip was small. During the process of finishing the tip of the positioner, the appropriate diameter was not obtained to secure the band in place. A cystoscopic procedure using intra-operative fluoroscopy was performed to locate the band, removal of the band from the urinary bladder was completed by inserting a grasper and exiting with the band. This was achieved with no harm to the pt. The proper areas have been notified of this occurrence.

Event description:
While placing a stent in the pt's ureter, a metal ring on the stent pusher broke off in the pt. A cystoscopy was performed and an intra-operative fluoroscopy was used to locate the small ring. The ring was approximately five mm in size. A grasper was passed into the bladder and the ring was captured. The pt was not harmed. This was a defective part.